Manufacturer narrative:
Manufacturing review: the device history records have been reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the crosser catheter was received in two segments. A complete core wire fracture and catheter detachment was noted at the distal end of the catheter. The outer catheter was stretched at the location of the detachment, likely indicating that excessive force contributed to the detachment. The proximal segment of the catheter attached to the knob assembly measured approximately 107.1cm. The remaining core wire proximal to the strain relief measured approximately 103.1cm. The distal segment of detached core wire measures 37.3cm and the distal segment of the outer catheter measures 37.1cm from distal tip to detachment. Functional/performance evaluation: no functional testing could be performed due to the catheter detachment. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no images or photos were provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a complete core wire fracture and a catheter detachment, as the distal portion of the catheter and core wire were detached. The investigation is unconfirmed for a tip detachment, as the location of the catheter detachment was not near the tip of the catheter. Due to the condition in which the sample was returned (i.e. Signs of stretching), it is possible that excessive force may have contributed to the event. The definitive root cause for this event could not be identified labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the distal tip of the recanalization catheter detached during retraction from the sfa. A pta balloon and sheath were used to retrieve detached tip. There was no reported patient injury .